Event description:
The customer reported intermittent recovery of cellular interference flags on results run on a coulter lh 750 hematology analyzer, and requested a service visit. As indicated by the fse and also confirmed with the customer, the counts were not affected; just the flags (called suspect messages) issue that would not resolve by bleaching the apertures. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and confirmed the report of cellular interference suspect messages and found that all three wbc histograms were giving a large spike at the 50 ul starting point; the counts were not affected beyond the cellular interference message recovery. The fse cleaned the apertures and cleaned the housings; recovery improved thereafter but the message did not resolve. The fse inspected the preamplifier (preamp) card and found the #1 wbc connection of the preamp to be damaged. He replaced the damaged six channel preamp card. Additionally, the fse replaced the aperture modules (for wbc) and the tubing and actuator for valve vl 3 (cbc lyse pinch valve). The fse ran numerous samples; results improved but the message was not eliminated; histograms still displayed a spike at the 50ul start line on all three apertures. The fse performed latex gain calibration on the apertures, adjusted the lyse and diluent timing, reran all samples and the spike was resolved; no further cellular interference suspect messages were observed. No customer samples were run or released during the time period of the cellular interference suspect message recovery as the laboratory shifted their workload to a back up analyzer. The beckman coulter internal identifier for this report is (B)(4).